Event description:
During explantation of the port, a cut was observed in the catheter, causing it to migrate. The catheter was removed via femoral endovascular access. There were no reported complications.